Event description:
A number of infusion sets, from this lot, have cracked. Reporter indicated that the infusion sets were in use for less than 6 days, each time the brekage occurred. Pt's blood glucose has been elevated (~200 mg/dl), as a result of insulin leakage. No treatment was received.